Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens. Claim# (B)(4).

Event description:
An article published titled "a urrets-zavalia syndrome and secondary acute-angle closure glaucoma induced by implantable collamer lens". The article is about a case of a fixed and dilated atonic pupil following acute-angle closure glaucoma from pupillary block after icl implantation, known as urrets-zavalia syndrome. A 39-year-old woman developed acute ocular pain and headaches after surgery, leading to elevated intraocular pressure and subsequent complications necessitating icl removal. Cause of the event was not reported. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.